Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object in the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the foreign matter in the nozzle was found to be silicone rubber and silicic acid. Silicone rubber is used in various medical devices and equipment, such as the packing for the air and water supply buttons, the packing for the water supply tank cap, and the injection tube attachment. It is possible that fragments of silicone rubber got into the tube and caused the nozzle to clog due to damage, deterioration or falling off, but it was not possible to determine where the foreign object came from. The silicic acid is not a component derived from the endoscope, but rather a component derived from the medicine, and the causes of foreign object adhesion may include insufficient pre-cleaning and rinsing, and insufficient drying due to buttons not being removed when storing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event is detectable by handling the product in accordance with the following IFU: pcf-pq260i instruction manual operation chapter 3 preparation and inspection 3.3 endoscope inspection should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.